Event description:
Post op bleeding specialist to call back with information. Additional information: in 2002, it was reported by the specialist the incident occurred during an excisional breast biopsy. The operative site had previously been excised for another surgery. The patient was returned to the or from holding for management of the hematoma.